Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use at the time of the event. The procedure was completed by use the hand switch. A philips field service engineer (fse) inspected the system onsite and confirmed that exposure failed using the wired footswitch. Upon testing, fse identified the cover was corrupt severely, even though user had a plastic bag wrapped around. Fse also checked the sad1 under the patient table, there was blood on the connector of the footswitch, which cause the short circuit, to resolve the issue, cleansed connector replaced a new wired footswitch, after replacement of wired footswitch and cleaning of connector, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform exposures using the wired footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.